Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damaged and dislodgment occurred. A 4.00 x 28 synergy ii drug eluting stent was selected for use. However, during preparation, the stent was damaged and was pulled off from the delivery system upon removing the stent protector. The procedure was completed with another 4.0 x 28 synergy drug-eluting stent. No patient complications were reported.